Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a video laparoscopic gastric septation (bypass) procedure, there were no staples in the load. At the time of mechanical enterotomy, the white load of 45 mm of the echelon stapler failed. The tissue was cut without stapling. It was verified the absence of staples in the tissue and in the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.